Event description:
It was alleged that the insufflator malfunctioned reportedly causing two pts trachael tubes and chests to expand. It was reported that the pts are doing fine and have been released from the hosp.